Event description:
It was reported that during preparation for a ptca treatment procedure, the pt graphix int guidewire coating felt 'course' in an area 1.5 cm from the distal tip. The pt graphix int guidewire was not used in the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.